Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Noise was observed on the lead and was unable to reproduce with aggressive isometrics and pocket manipulation. Programming change was made. Device and lead will continue to be monitored. Patient is doing well.